Event description:
Paramedics responded to a person in cardiac arrest. They had used the device with disposable defibrillation/ECG electrodes to shock the patient 5 times. According to the reporter, when the medics moved the patient from the house to the rescue vehicle, they said the device alarmed "connect cable" and, when they attempted to use the device to shock the patient, again while enroute to the hospital, the device again alarmed "connect cable" and wouldn't charge or shock. The patient was transported to the hospital ed where he later died. There was no report that the patient's death was result of device use.

Manufacturer narrative:
H6: therapy cable, therapy connector. Medtronic observed a low voltage pin from the therapy cable connector broken off and stuck in a pin socket of the device therapy connector.